Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge and would not allow the increase or decrease of the energy select settings. The complainant indicated that there was no pt involvement in the reported malfunction.